Manufacturer narrative:
Based on the claim against the product, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the reported complaint regarding stuck tissue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The force bipolar was found to have a bent grip, causing vertical misalignment of the grips. There was a portion of the grip tips that extended further than manufactured. The instrument was found to have a frayed grip cable at the distal end as well. The root cause is attributed to damage during use by the customer. This complaint is considered as a reportable event due to the following conclusion: it was reported that tissue got caught in the instrument's wrist. Medical intervention may be required in the event that an moving instrument mechanism within an instrument entraps tissue and causes damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, a tissue was trapped inside the jaws of the force bipolar instrument. The procedure was completed with no reports of patient injury.